Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: deflation.

Event description:
Patient reported deflation confirmed by MRI. This record is for the left side. Device remains implanted.

Event description:
Patient reported "deflation". Healthcare professional later reported "exchange with no complaint against the device". This record is for the left side. Device remains implanted. Therefore, this record is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.